Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly, inductive resistor and isolation relay assembly, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and determined that the cause of the reported issue was a diode, designator cr7. The diode had shorted out which prevented the device from being able to deliver energy. Physio also further evaluated the removed inductive resistor and observed that it was damaged (burned) and measured 278 ohms when it should be 5 ohms. This issue would cause a significant reduction in energy being delivered. The damage was likely caused by the biphasic pcb assembly; however, the cause could not be conclusively determined. The removed isolation relay assembly was also examined and no failures were observed.

Event description:
The customer contacted physio-control to report that their device would not pass a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit was unable to deliver defibrillation therapy.